Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not transmit remote report. It was noted that the pulse generator exhibited backup vvi operation. The device was restored to normal function without complications on (B)(6) 2018. The patient was stable.